Event description:
Esrd pt came to the center on 2/3/1998 for a routine hemodialysis treatment.pre weight 70.6 kg. On admission, during dialysis and post there were no complaints. The dialyzer used was a reprocessed f80. The post weight at 10:30 was 75.8 kg. The ufr during the treatment was 0.3 and the tmp ranged from 40-50 mmhg. A total of 800 ml of ns was administered (this included the rinseback ns). The pt was in no distress but agreed to 2 dry ultrafiltration (duf) to remove excess fluid. The duf was started on a different machine at 11:40 and was concluded. The total fluid removed was 3960 ml and the post weight was 72.3 kg. The pt had no complaints. Vital signs were stable and he was discharged ambulatory to home. On 2/4/98 the pt's wife reported a fever of 103 degrees fahrenheit, abdominal tenderness and distention and that the pt was not feeling well. The pt was admitted to the hospital on 2/4/98 with r/o pneumonia, acites, and pulmonary edema.